Event description:
The customer reported that the procedure was working to fill the first chamber. They then got a leak alarm and had to stop. Upon closer inspection, they noticed the lumen tubing was out of the lower bracket. The patient was disconnected and so the extracorporeal volume was lost. No medical intervention was necessary for this event. The patient did receive a blood transfusion upon completion of the procedure. This is however, pretty normal even when leakages do not occur, per the customer. The customer was unwilling to provide the patient identifier. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to the leak that the customer experienced. The product met all acceptance criteria for release. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the leak and the bearing being out of the bracket include but are not limited to: misloaded lower loop bearing and/or disposable manufacturing error.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.